Event description:
It was reported that when a fatigued patient presented in the emergency room, the device was found to be in back up vvi mode. The patient received inappropriate high voltage therapy. A device download was performed successfully.

Manufacturer narrative:
(B)(4).